Event description:
The company representative reported via phone call that the insulin pump alarmed motor error, no delivery and a motor position encoder error. The blood glucose reading was 9.7 mmol/l. There were no significant events leading to the alarm observed. The insulin pump will be replaced.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, and prime test. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the no delivery alarm due to the motor error alarm at the bolus delivery. Unable to confirm other error alarms due to an erased history file. The pump was received with cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.